Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-13995n broke off in the rotator cuff when passing the suture. Per the rep, this occurred at the second pass; it would not pass through the tendon and when it was removed from the patient, it was seen that the tip was missing. It was located in x-ray as being the rotator; it was not removed.